Event description:
The car 27 was used to create anastomosis at about 12-15cm. Immediately after firing the device, the surgeon noticed that the ring is covered with a thin layer of serosa and although this procedure went well, he decided to re-performed the anastomosis.